Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11. This supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2019) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventralight st mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventralight st mesh (device #1) and bard/davol ventralight st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2013 and (B)(6) 2020 (x2). As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney also alleges that the patient had injuries on (B)(6) 2020 and (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with implant of ventralight st (device #1). Per operative notes, ¿the adhesions were taken down. The hernia defect was identified and excised. A ventralight st (device #1) was placed and tacked. ¿ (B)(6) 2020 - patient was diagnosed with recurrent incarcerated incisional hernia and parastomal hernia thereby underwent robotic assisted laparoscopic repair with implant of ventralight st (device #2 & #3). Per operative notes, ¿the incisional hernia defect was identified and reduced. A ventralight st (device #2) was placed and sutured. Parastomal hernia sac was identified and reduced. A ventralight st (device #3) was placed and sutured. ¿ (B)(6) 2021 - patient was diagnosed with small bowel obstruction and recurrent parastomal hernia with abdominal pain thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿adhesiolysis were performed. The small bowel was reduced from hernia defect. The hernia defect was repaired with synthetic mesh.¿ (B)(6) 2022 - patient was diagnosed with recurrent incisional hernia and recurrent parastomal hernia thereby underwent robotic assisted repair with excision of mesh (device #1, #2 & #3) and implant of synthetic mesh. Per operative notes, ¿the small bowel densely adherent to incisional hernia defect was taken down. The loops of small bowel in parastomal hernia were released. The prior tacked and sutured mesh (device #1 & #2) was identified and explanted. The recurrent incisional hernia defect was repaired with sutures. The protruded prior mesh (device #3) was identified and explanted. Parastomal hernia was repaired with synthetic mesh.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2013 and (B)(6) 2020 (x2). As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney also alleges that the patient had injuries on (B)(6) 2020 and (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). Additional emdr's were submitted to represent the bard/davol ventralight st mesh (device #1) and bard/davol ventralight st mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.